Event description:
A hand brace to immobilize my hand and thumb caused numbness after prolonged use. Doctor prescribed the brace to be worn 23 hours per day, only taking it off for showers or other activities that would have otherwise gotten the product wet/dirty.